Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon follow up it was reported that removal of ear exostosis was the procedure being done when the event occurred. There was no procedure delay and no back up device was used.

Manufacturer narrative:
Analysis found that the reported fault of drill has been leaking oil cannot be replicated. On inspection, the handpiece motor cable found to be kinked. The unit middle temperature found to be 137f after 1 minute of temperature test. Bearings found to be very noisy during the functional inspection. Further 20 minutes temperature test cannot be proceeded due to noisy bearings and motor and abrupt temperature rise. On disassembly, nose cone and shaft assembly found to be heavily corroded. The unit needs full rebuilt. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a health care professional that the device has been leaking oil during operation. There was no patient impact. Additional information reported by manufacturer representative that the device was overheating.